Manufacturer narrative:
Device evaluation: one unused suspect device was returned for evaluation. The evaluation is in process. A follow up report will be submitted when the evaluation has been completed.

Event description:
The distributor reported that a foreign object was identified in the barrel of the syringe included in the kit during their initial inspection of received product. The device was not sent to a user facility.